Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual and microscopic examination of the device found that the stent had detached / deployed from the balloon and was not received for analysis. A visual examination of the balloon found that the balloon had been inflated and was not refolded fully. There were traces of solidified contrast media present inside the balloon. From the condition of the balloon it was not possible to see the crimp marks from the stent. No kinks or damages were noted along the length of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, catheter difficulty crossing the lesion occurred. Vascular access was gained via the brachial artery. The concentric target lesion was located in the non-calcified and severely tortuous left main anterior descending artery. Following pre-dilation, 5.0 x 20 mm liberte stent failed to cross the target lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However returned analysis revealed stent dislodgement.